Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at proximal end. Additional observation(s): the instrument was found to have a loose grip cable at the yaw pulley. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of loose grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end.

Event description:
Refer to h11 for follow-up information.